Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the distributor received a complaint regarding a spinal surgery performed on patient. The external technician informed that, while placing the independent cage 17mm x 14mm x 6mm, experienced a fracture of the device during the screw insertion process. The technician observed that the physician overtightened the screw and also mentioned that the screwdriver used did not have a torque limiter. The product was returned to the company after the surgery and will be stored in the rejected products warehouse until the importer retrieves it for further analysis. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.